Event description:
A customer contacted baxter technical service center regarding a system error 2240 alarm during drain 2/4 while using the home choice system. The home patient (hp) said that the patient line became disconnected from the transfer set. The service representative assisted the hp to end therapy and advised to notify the nurse about the alarm. A follow up call to the patient confirmed there was no injury or medical intervention associated with this incident and that the patient has been continuing with therapy as usual. Sample was discarded by the patient.